Event description:
Reporter indicated a vns therapy programming system screen was freezing upon interrogation. Troubleshooting did not resolve the issue. Good faith attempts to obtain additional information have been unsuccessful to date.